Event description:
It was reported the patient had a surgery because of problems with the catheter. It was reported the patient¿s doctor did not think the catheter was releasing medication the proper way because there was a leak. There was imaging anda dye study performed which confirmed there was a leak. The patient was told by a health care professional that there were certain cells that had to go in and those cells usually patched up the leak. The pump was being used to deliver an unknown narcotic.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n296228, implanted: (B)(6) 2012, product type: accessory; product ID 8591-38, lot# d00186, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).